Event description:
The channel was set to deliver normal saline at 100 ml per hour. Instead, the normal saline free flowed instead of infusing at the set rate. The bag was almost completely empty shortly after it was hung by the nurse. The nurse placed the bag of normal saline into a different channel and it infused the bag of normal saline at the correct rate of 100 ml per hour. The patient was admitted with acute kidney failure. The infusion of the natural saline at such a high rate could have had a negative impact by causing the patient to experience fluid overload.